Event description:
It was reported that the patient has a history of trouble pacing and sensing. Hence, the physician decided to cap the pace/sense portion of the lead.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.